Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated, and no device logs were available for review. The device underwent stress testing with no faults identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and "self-check failure- 1003" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.